Manufacturer narrative:
Investigation summary: one photo of an unused secondary set, model 10014881, lot 20087392, was received by the customer for investigation. No defects were observed. The photo indicated that the separation had occurred between the male luer and the rest of the IV set. However, since no product or photo used in the reported event was returned, the customer complaint that secondary set IV tubing split could not be verified due to the product not being returned for failure investigation. A device history record review for model 10014881, lot number 20087392, was performed. The search showed that a total of 5,303 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the sec 20dp w/ss dc low sorb experienced leakage, and ruptured tubing. The following information was provided by the initial reporter: material #: 10014881. Batch/lot #: 20087392. Set 10014881 was split causing chem to leak from tubing just above connection. Secondary set IV tubing split causing chemotherapy to leak from the tubing. The tubing was split just above the connector.